Manufacturer narrative:
This report is filed on august 10, 2016.

Manufacturer narrative:
This report is filed on may 02, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report may 2, 2016.